Manufacturer narrative:
Complaint no.: (B)(4). Operator of device unknown. The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking. Where in the process the leak was discovered is unknown but stated to be before use; however, this report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a leak streaming liquid. Magnified inspection identified the leak location as a cut with raised and frayed eva material, and with red fibers mixed in with the frayed eva, which would have been obvious if present during the filling of the bag. Further inspection observed the manual add port cap had been removed, and the manual add port septum had been spiked. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a leak was present. Based on evaluation findings, the condition was determined to have occurred and during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.